Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels. The pt's mother stated that they inadvertently filled the pump cartridge with nph insulin instead of novolog insulin.

Manufacturer narrative:
Follow-up #1 12/05/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no history from the time of the event was available due to continued use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates for the available history range. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pt's mother stated that the pump cartridge was inadvertently filled with nph insulin instead of novolog insulin. The pump user guide instructs that the pump is designed for use with only fast acting u100 insulin. The pt has continued to use the pump with no reported subsequent events.